Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2000 ohms. The right atrial lead had high thresholds, so the physician decided to replace the whole system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2000 ohms. The right atrial lead had high thresholds, so the physician decided to replace the whole system. No additional adverse patient effects were reported. Additional information was received that this lead has now been explanted. No further details were known.

Manufacturer narrative:
3191 code was used to denote surgical intervention.